Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a liquid crystal display problem was not confirmed during product evaluation. Also, the quality engineer has not determined the cause of the condition. Since no assignable cause was provided during product evaluation, no repair was necessary or performed for the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Event description:
It was reported to baxter australia that a colleague infusion pump experienced a problem with the lcd display. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.